Event description:
The customer reported that the unit is not charging for delivery of defib therapy.

Manufacturer narrative:
(B)(4). The customer reported that the unit is not charging for delivery of defib therapy. The unit was evaluated at philips and the reported symptom was verified. The power pca was replaced which resolved the reported issue. The unit passed testing and was returned to the customer site.